Event description:
Caller states patient tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Patient's warfarin dose was adjusted based on device result (details not provided). No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.